Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user's sensor broke during removal procedure on (B)(6) 2025 at 11:45 am.

Manufacturer narrative:
It was reported that the sensor broke during the removal process on (B)(6) 2025, at 11:45 am. All sensor fragments were successfully retrieved. Visual inspection of the returned sensor confirmed that it was fractured into two pieces. The fracture was located in the short region, within the hydrogel window.the root cause of sensor fracture is typically associated with the application of excessive force during removal, such as when the removal clamps are applied with high pressure or when an extremity of the sensor is grasped. In certain instances, fibrotic tissue may encapsulate the sensor at the insertion site, impeding removal. Under such conditions, excessive force may be exerted by the healthcare provider, resulting in sensor fracture.sensor breakage during removal is a known and anticipated potential adverse effect documented in the product's risk analysis. B4. Date of this report 13 oct 2025. G3. Date received by the manufacturer? 13 oct 2025. H3. Device evaluated by manufacturer? Yes. H6. Health effect - impact code updated to 2199. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 4311.